Manufacturer narrative:
Patient information was unavailable from the site. A medtronic field service engineer (fse) went to site to troubleshoot issue. It was found one of the rotor cable chains magnets fell off and caused the cable chain to not sit right in the gantry. Fixed the magnet and the sitting issue of the cable chain. Gantry motion controller was giving error 620 when the 3d was not completing its spin. Ordered a new motion controller. Motion controller swapped and system tested after replacement, it functioned as intended and system put back into use. Part was sent back to manufacturer for evaluation. Could not confirm reported problem. Gantry box was installed in the test system and ran without any issues. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that during a 3d spin the imaging system would stop abruptly and give the error message 'early termination in the 3d scan has occurred' and made loud noise. Was able to use images from spin even with early termination troubleshooting site attempted the footswitch instead of the handswitch and error persisted. Also, rebooted the ias and re-spun. Error occurred again.